Event description:
Revision surgery - due to the patient's hip dislocating. After the original surgery, the patient fainted and fell. The nursing staff picked her up by the arms and legs and her hip dislocated.